Event description:
It was reported that this right ventricular (rv) lead has been showing high pacing impedance out-of-range (oor) of over 3000 ohms for a couple of years. In addition, stored data of the right automatic thresholds tests (raat) events suggests loss of capture. It was highly suspected that there was a lead integrity issue. Thus, technical services (ts) recommended to perform further lead evaluations (i.e. Isometrics, operating conditions) upon the next patient's in-clinic appointment. Further information indicated that high oor pacing impedance was measured in the supine, sitting, and lateral positions, but the sensing measurements and the pacing threshold were good. No noise was noticed. No exact reason was mentioned as the root cause of these issues, although ts recommended also x-rays to possibly identify any issues with the rv lead. The patient is under follow up, it is not dependent and has adequate shock impedance and sensing. This rv lead remains in service and no adverse patient effects were reported.